Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing and noise caused by a lead fracture. The right ventricular lead was explanted. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing and noise caused by a lead fracture. The right ventricular lead was explanted. No further patient complications have been reported as a result of this event. Attorney later alleges patient suffered physical and other injury as a result of the recalled lead and "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." Alleges patient "has further suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. Evaluation summary (B)(4) proximal conductor fractured. Full lead returned and analyzed.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing and noise caused by a lead fracture. The right ventricular lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) proximal conductor fractured. Full lead returned and analyzed.